Event description:
It was reported to tyco/ kendall healthcare that a customer had a problem with the dual lumen PICC. The customer states that the PICC had developed several pin holes. Bedside rn was able to replace the PICC with a single lumen in the same site and kept the damaged one. She had to cut the PICC below the site in order to thread a new introducer over it and put in the new catheter. She had to place forceps on it below the level of the breach just before replacing it. Minimal bleeding occurred due to discontinuation of the line.

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.